Event description:
It was reported that the insulin pump had numbers that began ramping up and down without prompting. The caller did not provide the blood glucose reading. Nothing further reported.

Manufacturer narrative:
No button error alarm was noted. However, the escape button did not respond due to corroded keypad traces. No display anomaly was noted. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.